Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall when the user attempted to rewind and again when selecting change cartridge and tubing, and the issue persisted after a guided restart and a dry run. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health. Investigation included customer troubleshooting over the phone and shipment of a replacement device. Investigation of this device revealed a consecutive stalled motor consistent with a mechanical or drive-train stall within the pump motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor mechanism.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.